Event description:
It was reported, the customer received a motor error alarm during a bolus delivery. The customer also reported receiving a no delivery alarm. Customer's blood glucose was 298 mg/dl. The customer did not treat for their blood glucose at the time of the call. Customer also reported they were able to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.